Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2017 regarding a patient's implanted infusion pump containing morphine (5mg/ml at 0.93559mg per day). The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that on (B)(6) 2017, the patient had a burning sensation in her mouth and she felt "like something was going to come up." The patient also experienced malaise, felt kind of bad, and had a funny taste in her mouth. The patient felt like the pump may have been leaking. The pump reservoir was to be accessed to compare volumes. The hcp wanted to clear the catheter via the catheter access port (cap), but did not have a cap kit. Filling the pump with saline and programming to minimum rate were discussed. The patient's last refill was on (B)(6) 2017 via a home infusion service, and the patient did not have a current managing hcp. The reporting hcp was trying to contact a local representative to obtain additional patient information.

Event description:
Additional information received reported the results of the volume comparisons were unknown and it was unknown if the pump was confirmed to be leaking. The patient was referred to the pain clinic and the pump and catheter were replaced on (B)(6) 2017. The cause of the pump leaking was not determined and the patient¿s symptoms were resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: catheter.

Event description:
Additional information was received from the healthcare provider. When asked what the results of the volume comparisons were it was reported that when seen the patient had been experiencing withdrawal type symptoms. The assumption was catheter kink/plug. The pump was not confirmed to be leaking and was the cause of the pump leaking determined was noted as na. The current status of the affected device was ¿removed¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.